Event description:
Information was received on (B)(6) 2016 from a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported that the pump was alarming or beeping and that the patient was hearing the critical alarm every hour. He did not report any symptoms at the time. Additional information was received from a manufacturer's representative the next day. It was reported that a motor stall was seen at initial interrogation and that the patient did not recently have an MRI. The representative stated that the logs show that the motor stall occurred on (B)(6) 2016 at 3:36 am and confirmed that there was no magnetic influence present. It was noted that there was a sudden change in symptoms of withdrawal. The representative indicated that he would discuss pump replacement with the health care professional (hcp). He reported that the drug concentration was 2250 mcg/ml at a dose of 775 mcg/day and that it was likely compounded baclofen in the pump. Follow-up information from the hcp was received on (B)(6) 2016. It was reported that an intervention of pump replacement was taken to resolve the motor stall, but that the cause of the motor stall was not determined. It was indicated that the patient had experienced severe withdrawal from baclofen but that the withdrawal symptoms had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.